Event description:
The matrix firm 2d (6mmx20cm) detached from the pusher wire while gently retrieving the coil backwards through the excel 14 microcatheter. The catheter, which was not steam shaped, had earlier placed 2 gdc 10 3d coils(7x15) and a 6mm 30 cm gdc 18 and a 5 mm x 20 cm gdc18 as well as a fibered gdc and several other gdc 10 coils with no problems occurring. The matrix coil was well hydrated for 40 seconds in normal saline. Approximately one-half of the coil length was in the vertebral artery and no more could be advanced. The physicians were occluding the vertebral artery above and below a large aneurysm which was compressing the brain stem and they wanted some more length of coil between pica and the aneurysm before finishing off with another fibered coil. They were out of regular gdc coils in any reasonable length so they used this matrix coil. The physicians were occluding a 3 mm vessel and the catheter tip was paint brushing back and forth when suddenly it stopped and no more coil could be advanced. The physicians could move the catheter and the coil mass, but could not advance or retract the coil. The physicians tried gradual advancement and even removed the rhv and were trying to advance the pusher wire with no success. They even used a needle driver but only bent the wire. With gentle manipulation backwards the wire separated from the coil mass. They then broke the transcend guide wire, a second guide wire and the excel catheter but were not able to push the coil remnant into the vertebral artery. They then used a 300 cm 14 exchange wire from cardiology, exchanged for a new excel catheter and completed the case. Patient status: patient doing well. No patient injury and/or complications. No surgery required or additional intervention was required.